Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing was normal. The lead connector passed insertion testing into the test device and connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections were normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.